Manufacturer narrative:
This lead remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedances has been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead exhibited over-sensed noise and out of range shock impedance. Subsequently the lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). Besides surgical intervention, no adverse patient effects were reported.